Manufacturer narrative:
One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The device was functionally tested, but he investigation was unable to reproduce the reported primary audible alarm. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the testing the investigation was unable to confirm the reported complaint. The device was cleaned and greased, and passed all subsequent testing.

Event description:
It was reported that the device had a primary audible alarm. The event occurred during start up on (B)(6) 2024. There was no patient involvement and no adverse event.